Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the device was returned together with non-stryker microcatheter and guide catheter, a guidewire fragment was found within the hub of the microcatheter, the guidewire distal tip was found to be broken/fractured 199 cm from the proximal end with the core wire pulled out of the nitinol tubing, the distal part of the guidewire was found to be kinked/bent, and the guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling at 46 cm from the proximal end of the guidewire. A functional test for the reported guidewire difficult to advance was unable to perform due to condition of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to preparation of the device, there were no anomalies noted to the device during initial inspection and preparation, the device was prepared as per the dfu, the dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop, the guidewire tip was shaped but the degree is unknown and continuous flush was maintained for the duration of the procedure. The physician was using a penumbra 3 max catheter with an ID of .043in proximal and .035in distal and a penumbra neuronmax .088. The same 3 max was used to complete the procedure and no allegations have been made. Friction/resistance was noted while attempting to gain access to the carotid artery however a microcatheter wasn¿t used during this portion of the procedure. The patient had a very difficult bovine arch and an aorta that was displaced forward, making it very difficult to advance the guidewire. The physician feels the guidewire did not get stuck in the 3 max catheter. He thinks the guidewire got stuck on the patient¿s difficult anatomy at the arch. Analysis of the returned device found the guidewire returned together with non-stryker microcatheter and guide catheter. A guidewire fragment was found within the hub of the microcatheter, and the guidewire distal tip was found to be broken/fractured 199 cm from the proximal end with the core wire pulled out of the nitinol tubing. The distal part of the guidewire was also found to be kinked/bent. The ptfe (polytetrafluoroethylene) was peeling from the proximal end up to 46cm from the proximal end. The condition of the returned guidewire indicates the device encountered a significant manipulation during the procedure. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire difficult to advance¿ and ¿device difficulty engaging target vessel¿ and as analyzed ¿guidewire distal tip broken/fractured during use¿, ¿guidewire ptfe coating peeling¿, and ¿guidewire distal end kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the patient had a bovine arch and it made the guidewire (subject device) and catheter system difficult to advance. The guidewire (subject device) was getting stuck multiple times before the catheter. Analysis of the returned device found that the guidewire (subject device) to be broken/fractured and the ptfe (polytetrafluoroethylene) coating was noted to be peeling. There were no clinical consequences to the patient reported as a result of this event.